Event description:
During preliminary manufacturing testing, the motor shaft extension was found to be missing. This results in the pump incrementing as if fluid is being delivered, but no fluid is delivered.